Event description:
Several days after placement the catheter ruptured during withdrawal. The distal fragment snapped inside the pt and then had to be removed surgically from the pt.

Manufacturer narrative:
While the MFR was made aware of this complaint (B)(6) 2015, vygon USA was not made aware until (B)(6) 2015, this is the reason that the MDR was not reported within 30 days of manufacturer awareness. The device was returned to vygon for eval and complaint investigation. The results of this investigation are: this complaint is not confirmed. The returned sample was examined. It was detected that the catheter fragmented at 96 mm from distal. Both ends showed a jagged surface significant tensile elongation. Furthermore several spots of fibrin sheath forming were visible. Here the catheter seems to have been adhering to the vessel wall, which would explain resistance during withdrawal. No info could be obtained whether the catheter was touched with powdered single use gloves without washing them with sterile water as outlines in the product's IFU. This is the first complaint received for this batch. No similar complaints were received for code 1261.307 within the last 3 years.